Event description:
A pt was treated with freeze off, one application on wart located on left thumb. The next morning the family member of the pt noticed the burns in the treated area and took the pt to burn center. Physician treated with silicone and a gauze with medication on it, dressed and bandaged. Family member reports burn size as 2 inches length and 1 inch width.